Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken. A microscopic analysis was performed which identify sharp broken in the posterior edge and with a non-penetrating nick assessed as surgical impact . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior with no penetrating nick due to surgical impact broken. Additional, changed, and/or corrected data.